Manufacturer narrative:
The evaluation of the customer issue included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. A 12 month review for similar complaints for the product, and review for similar complaints for lot 13158ui00, did not identify any related trend. A review of the product quality history for the lot number did not identify issues associated with the customers observation. Device history record review for the lot 13158ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 13158ui00 was evaluated with no trend noted. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98.

Event description:
Customer reported false positive architect stat high sensitive troponin-I results for a female patient. The customer provided the first sample was drawn on (B)(6) with a result of 19 ng/l. On (B)(6) 2020 a second sample was drawn: (B)(6) initial = <2 ng/l; the original sample was tested again after being re-spun x3: repeat results = 1.7, 1.4, 1.4 ng/l. (Customer cut off = 16 ng/l) there was no impact to patient management reported.